Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The customer indicated the use of an approved cartridge and viscoelastic with an unspecified handpiece. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a consumer reported blurry vision in her left eye after cataract surgery. Her physician sees bubbles on the implant and performed an exchange for another lens model. The device has not been returned for analysis.

Manufacturer narrative:
(B)(4).